Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry problem.

Manufacturer narrative:
Final analysis found the device to be in memory loss condition. After the device was reinitialized, the device was tested and found to operate normally. The cause for the memory loss could not be determined.